Event description:
It was reported that the patient experienced a cerebral vascular accident. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) double and a watchman flx closure device and delivery system (wds) was selected for use. The physician obtained right femoral artery access and advanced a pigtail catheter. Using transesophageal echocardiography (tee) a non-boston scientific (bsc) transeptal sheath was advanced over a non-bsc j-wire. A bovi pen was used to transmit electrocautery through the non-bsc j wire to the fossa. The transeptal puncture was not successful. It was then noted that a small piece of the non-bsc j wire had fractured and broken off. The physician attempted the same technique three (3) more times to achieve a successful advancement across the septum. The non-bsc transeptal sheath was then exchanged for the was over a non-bsc guidewire. The physician attempted to advance the pigtail catheter into the laa, and determined it was not possible and aborted the procedure. Five (5) hours post procedure, while the patient was in recovery, the patient had an acute 5cm hemorrhagic stroke. The patient was evaluated by a neurologist and discharge from the hospital into hospice care.